Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review for the potentially associated lot numbers (10k17h25, 10l14h25). No issues relating to the the nature of this complaint were noted during the review of manufacturing records. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was hospitalized for the peritonitis. It was not reported if a peritoneal effluent culture was done. Treatment was not reported. Recovery status was not reported. The nurse stated that the peritonitis was not related to dianeal therapy. The nurse declined to provide further information.